Event description:
This rv lead was implanted on (B)(6)2016 and remains implanted at this time. In a call sent to technical services on (B)(6)2018, it was noted this lead was part of system infection. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).